Event description:
Oversensing with arm movement, varying impedances, no capture, and failure to sense/pace 11/5/99 oversensing with arm movement. 11/29/99 impedance >9999 and no capture bipolar. 12/9/99 addt'l info rec'd w/ret'd device: failure to sense/pace, varying impedances.